Event description:
Information received with return of the explanted device notes that during a follow-up, capture thresholds increased from 0.7 v, 0.5 ms to 1.8 v, 0.7 ms. After the device was replaced, an insulation anomaly was observed in the area where the lead passes through the heart valve. The patient's condition was good. The patient did not have their own rhythm.